Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a secur fit advance stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding size/fit issue involving a 132 size 8 secur-fit advanced stem was reported. The event was not confirmed. A visual, dimensional, functional, or material analysis could not be performed as the devise was not returned for evaluation. Medical records not performed because no patient clinical information was provided. A review of the device history records could not be performed as the lot code was not provided. The investigation concluded that the exact cause of the event could not be determined because further information is needed. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time.

Event description:
It was reported that upon review of the post market surveillance surveys noted, "very hard bone and tight canal. Had to use smaller stem than I needed. I cut neck too low."

Event description:
It was reported that upon review of the post market surveillance surveys noted, "very hard bone and tight canal. Had to use smaller stem than I needed. I cut neck too low."